Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope had a defective angle. Inspection and testing of the returned device found that the acoustic lens was peeled. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name:(B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire. It was also noted that water tightness was lost due to wear of the forceps control lever and the adhesive on the bending section rubber was detached and had a crack. The universal cord had buckling and the label on the scope connector was damaged. The objective lens and connecting tube were scratched. The light guide lens was shaved and the ultrasound image was defective with missing elements due to damage on the ultrasonic probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided as the device was not returned. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): not applicable as it could not be determined if the phenomenon occurred due to the handling methods of users. Olympus will continue to monitor the field performance of this device.